Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there has been (B)(4) other event reported for the reported manufacturing lot the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Screwdriver tip broke off in screw during surgery. Could not remove screw. Had to break off part of screw head to seat liner in cup.

Event description:
Screwdriver tip broke off in screw during surgery. Could not remove screw. Had to break off part of screw head to seat liner in cup.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.